Event description:
Additional information was received indicating that the device was reprogrammed to resolve the false eri. The battery diagnostics were normal and as expected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elective replacement indicator (eri) was triggered on the device. The patient had experienced electrocution from a residential electrical supply, unrelated to the device, which triggered a false eri. The battery was in normal range and operating appropriately. Technical support was contacted and recommended a firmware download to resolve the event. No intervention was performed at this time, the patient was stable and will continue to be monitored.